Event description:
It was reported to philips that an sib failure caused loss of image and x-ray functionality on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the sibbox unit and repaired the table brake. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).